Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: deformation device, creases fold, wear abrasion and weight to the spec. Cloudy, voids and bubbles were observed in the gel after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture baker grade iii.

Event description:
Health professional reported right side capsular contracture, baker grade iii, "patient's concern with the product", and double capsule. Device was explanted.